Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx cannula was broken. This was discovered before use. The following information was provided by the initial reporter: a needle npe was broken when attached to the pen.

Manufacturer narrative:
H.6. Investigation: two open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned photos and samples and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx cannula was broken. This was discovered before use. The following information was provided by the initial reporter: a needle npe was broken when attached to the pen.